Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be related to the use of the device. The product returned for evaluation one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a splits were observed 4 cm and 5.4 cm from the proximal end of the catheter . The characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recw1444 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed and was used for 2 month. It was stated the nurse was flushing the catheter it was leaking and when it was explant the catheter was broken 2 cm under skin.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw1444 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed and was used for 2 month. It was stated the nurse was flushing the catheter it was leaking and when it was explant the catheter was broken 2 cm under skin.